Event description:
It was reported that the patient¿s therapy must have been turned off. It was noted that the patient needed assistance using the patient programmer. It was further noted that all status lights are on after the patient pushed the battery button. There was a shocking or jolting sensation. After the patient turned the therapy back on the patient got a shock and could hardly move. It was noted that the patient was starting to feel better with the stimulation on. It was noted that the healthcare professional (hcp) told the patient ¿if it goes off and the patient turns it back on , they told him to lay down, because it is turned high, he would feel it for a while and that he should come around in a few minutes.¿ it was further noted that ¿when they go and adjust him he did this and they have to tell him that this will pass, give him a few minutes and he stays until they make sure he calms down and they check him and then we will leave.¿ patient could usually tell if they move it up or down. Patient had an adjustment in december. Therapy was at a comfortable level for the patient. Additional information requested but had not been received as of the date of this report. Reference manufacturing report number: 3004209178-2013-16269.

Manufacturer narrative:
Concomitant: product ID 7438, serial# (B)(4), product type programmer, patient product ID 7426, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator, product ID neu_unknown_lead, serial# (B)(4), implanted: 2006-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID neu_unknown_lead, serial# (B)(4), implanted: 2006-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).